Manufacturer narrative:
(B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Manufacturing location: (B)(4). Manufacturing date: december 10, 2014. Expiry date: november 01, 2024. Article was sterilized by supplier (B)(4) with lot number 9280917. Article 445.150 was manufactured by manufacturing plant (B)(4) with lot number 9173353 non-sterile. Review of work order showed that lot was released with no deviation noted. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the month after the pubic symphysis surgery, plate breakage was found by x-ray examination. A large dynamic compression plate (dcp) was used and fixed where movements are made. This is report 1 of 1 for com-(B)(4).